Manufacturer narrative:
Follow-up #1 date of submission 04/08/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. The pump powered up and functioned properly. No defects were found. The investigation was unable to duplicate the reported button issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reporter stated that the buttons were slow to respond. Pump was not available at the time of the call to complete trouble shooting. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.